Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally after several restarts, only causing a delay. A philips field service engineer (fse) contacted the customer and confirmed that the issue was fixed by themselves without revealing to philips the detailed resolution. Therefore, no additional investigation or corrective action was possible or has been provided by philips. After the issue was fixed by the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.